Manufacturer narrative:
Date of report: 22jul2019. Date received by manufacturer: 16jul2019. During further investigation (fi), failure analysis on the returned gas delivery system (gds) revealed no evidence of damage or contamination. The airflow accuracy test, the o2 flow accuracy test and the o2 accuracy test were performed and passed. Root cause: the gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The manufacturer¿s international service technician confirmed the reported oxygen concentration issue and replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 100% setting. There was no patient involvement.